Event description:
Reporter indicated that lead break was noted during generator replacement surgery due to device diagnostic test result of high impedance. Further follow-up revealed that generator replacement surgery was scheduled because a high lead impedance reading was obtained during device diagnostic testing at office visit. During the generator replacment surgery, a break in the lead was noted. Both the lead and generator were replaced. It is not believed that the pt had suffered any trauma or injury to the neck area, but the pt does tend to move their neck a lot.